Event description:
I had breast augmentation in august of 2003. Upon awakening I had no memory for three days, and after that I had short-term memory problems that only got worse throughout the years, after implantation. I had problem with my vision, problems staying awake while driving, or at parent teacher conferences. Bright lights were bothersome, so I limited my night time driving. I started having heart palpitations in (B)(6) of 2004, and they went from once or twice a week for a few months, to every time I lay down. Had my first panic attack in (B)(6) of 2004. Then about once a month for about 12 years and then every night starting in 2018. Shortness of breath from the time I woke from implant procedure until I woke from explant procedure. Almost sixteen years. Ibs, skin rashes, extreme fatigue, extreme brain fog, insomnia, cognitive disorders, metallic taste in mouth, metallic smelling urine, feces and sweat. Peripheral hallucinations. Severe depression, numbness in all extremities. Extreme intolerance to the cold. Flu like symptoms weekly. Cold hands and feet, extreme necks / shoulder / back pain. Knees creek and ache, food intolerances, bloated belly after every meal. Skin rashes, itchy skin, extremely itchy scalp; I have three children. Two pre-implant, one post-implant. My third child shares almost all of the above symptoms. She is only nine years of age. My first two children are twenty-three and seventeen and symptom free. Please do something I was told my implants were completely safe. I was told they would only have to be replaced if they ruptured, because they would deflate and I would be deformed, but it is sterilized, salt water, so I would not be harmed. Please end this nightmare. I wonder how many suicides have taken place by women who could not get answers? Imagine feeling like this every single day, and being told "it's all in your head" and feeling hopeless, and like you're nothing but a burden to your children / family / friends, whom would surely be better off without you. Because "you're crazy, and there's nothing wrong with you, it's all in your head." Autoimmune disorder. See comments above, after list of symptoms. Thank you for giving me this opportunity. FDA safety report ID# (B)(4).